Event description:
It was reported that the patient charged their device monday night, but by tuesday morning, the stimulator was off, and the patient began experiencing severe spasms and breathing difficulties. The patient successfully reactivated the stimulator after several attempts using the remote, and it appeared to function normally. However, the next morning, the patient¿s caregiver noticed the stimulator displayed a code "oor" with a message to call the doctor. Attempts to troubleshoot included turning on the controller and placing it over the abdomen, where the battery is located, but the controller continued to display the message to call the doctor. When the recharger was placed on the abdomen, it indicated that the battery had just over half charge remaining and that stimulation was on. The patient has two therapy groups: group a, which is used daily, and group b, which causes significant spasms when activated. The caller reported that the patient has had no falls or accidents and noted that in the past, when therapy turned off, it took two weeks for spasms and breathing problems to occur, but this time the issues appeared immediately. The patient¿s doctor had previously checked the battery and estimated that three years of battery life remained. The issue was not resolved through troubleshooting, and the caller was redirected to the patient¿s healthcare provider for further evaluation and management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the cause of out of range message was unknown. Patient was able to reactive using patient programmer. Hcp reported that issue has not reoccurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.